Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is not established. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient underwent a therapeutic laproscopic appendectomy in (B)(6) 2025 in which the olympus thunderbeat was used. The patient is experiencing ongoing abdominal pain post operation. Post-surgical CT scans and xrays have been reviewed with a radiologist, who has identified what appears to be an irregularly shaped foreign body in the surgical area. This object does not appear to be metallic in nature. Details regarding the procedure, the device, and the patient¿s treatment were not provided. Follow up with the customer yielded no response at this time.